Event description:
Following the information reported, the acoustic signal was heard by the caregiver during transferring the patient using maxi sky 2 ceiling lift. The caregiver stopped the transfer to check the battery. It was not discharged therefore the ceiling lift was activated again to complete the transfer. When pushing the lower button, the patient suddenly lowered to the shower trolley. No injury was claimed.

Manufacturer narrative:
Following the device evaluation result, there was no device malfunction found. The maxi sky 2 ceiling lift was operated correctly during functional testing. The unexpected device behavior: unwinding of the ceiling lift strap was not recreated. To sum up, arjo device was used for the resident transfer when the incident occurred and from that perspective, it played a role in the event. At the time of the event, the device failed to meet its specification since the strap of the lift unwound. The complaint decided to be reportable due to unexpected unwinding of the maxi sky 2 strap during transfer of the patient. No injury was claimed.